Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb device on (B)(6) 2018, and presented with redness/cellulitis on right breast soon after a re-excision surgery in (B)(6) 2018. The patient was placed on antibiotics (clindamycin, then bactrim, then vancomycin IV); admitted to the hospital and sent home on oral bactrim. Culture taken during hospital admission revealed staph aureus growth. Patient received partial xrt in (B)(6) 2018. In (B)(6) 2018, the patient presented with cellulitis of the same breast which was treated unsuccessfully with bactrim up until (B)(6)2018, in which was evaluated, and it was decided to remove the biozorb as it could be observed protruding through the skin. On (B)(6) 2018, the biozorb was removed and the wound healed correctly. Patient was doing fine on (B)(6)2019. No other information available.